Event description:
It was reported the device was attempted but not used due to ineffective/no therapy deliveries during the device testing. Additionally, there were high right ventricular impedance readings from the device and a complete loss of telemetry. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): preliminary analysis found that the device will not charge, and the shield started to warm when a charge was attempted. The device went to eri (elective replacement interval) status due to long charge times. During further analysis, a 0.4 joule manual charge was attempted. After several seconds, the charge was aborted by the analyst. The voltage on the high voltage (hv) capacitors was reported via telemetry at 14 v, which is much lower than the 80 v target for a 0.4 joule charge. The 14 v did indicate the charge circuit was somewhat functional; however, it was operating far below optimum levels. No further charges or deliveries were attempted. The reported ineffective hv charging was confirmed. The device was examined using a real time x-ray imaging system, and no obvious anomalies were discovered during this examination. When the device was destructively opened, the insulator sheet between the shield and the flex circuit was discolored from arc residue. There was considerable residue on the flex circuit and around the terminal blocks to the hv capacitors. After removing the flex circuit, catastrophic damage was documented around a resistor and the surrounding components. X-ray images of the damaged area confirmed that a layer metal trace and a large portion of the core via were missing. Considering the extent of damage, any existing evidence of a flaw was destroyed during the catastrophic event. Therefore the cause of the damage could not be determined.